Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pusher assembly was fractured, the pull wire was retracted out of the pusher assembly distal tip, and the embolization coil was detached. If the ruby coil is advanced against resistance, damage such as a kink may occur. Subsequently, if the device is retracted against resistance, the kink may worsen to a fracture. This damage likely caused the embolization coil to unintentionally detach during the procedure. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Further evaluation revealed bends and kinks along the pusher assembly and offset coil winds on the detached embolization coil. This damage is likely incidental to the complaint and may have occurred during packaging of the device for return to penumbra. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in a branch of the superior mesenteric artery (sma) using a ruby coil, a non-penumbra microcatheter, and a guidewire. During the procedure, while advancing the ruby coil through the microcatheter, the ruby coil became stuck. The physician decided to retract the ruby coil and noticed that the ruby coil unintentionally detached within microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed. The ruby coil was flushed out of the microcatheter using a 3cc syringe on the back table and the microcatheter was flushed. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.